Event description:
It was observed during the olympus device evaluation the colonovideoscope exhibited foreign matter in the air/water (a/w) nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: precleaning was not delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. The a/w nozzle was not wiped or brushed with clean, lint-free cloths, brushes, or sponges. The a/w nozzle channel was flushed with the detergent solution. Besides the reportable malfunction of foreign matter in the air/water (a/w) nozzle, the evaluation found non-reportable and unrelated malfunctions on the device such as wear of components, scratches, chips, cracking, peeling, dirt on objective lens, and discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: d8 and h6. Correction on field: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material identified. Additionally, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The event can be [detected/prevented] by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.